Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a protruded/loose drive support disk. Cracks to the display window, reservoir tube lip, belt clip slot along with a scratched lcd window and missing end cap sticker were also noted.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 145 mg/dl. The insulin squirted out during the manual prime process. The drive support cap was protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.